Event description:
Additional information received after follow up that the cuff and tube was not checked prior to use to ensure proper functionality. The issue occurred during intubation process after the cuff of the tube was inflated to establish the airway. The ventilator alarm indicated that it could not be ventilated. The intracuff pressure was not monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the operation, the patient was intubated with a nerve-monitoring trachea tube. After being connected to the ventilator, it was found that it could not ventilate. Immediately replaced the same type of nerve-monitoring trachea, and the ventilation was normal. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two tubes were used which had same issue and third tube worked fine.

Manufacturer narrative:
H3: visually, there was no significant damage to the packaging carton and carton contained electrodes (green, red/white), insert m726750c793, and size 7 emg tube. There was no damage in the construction of device. The tube had traces of contamination on the pouch and at the distal end of the device (near the distal end of the cuff). The continuity check was performed on sample and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements for sample were, red (3.4 ohms), red with clear tube (3.3 ohms), blue (3.3 ohms), and blue with clear tube (3.6 ohms), tube was within specification. Functionally, a syringe was used to inject 20cc of air into the cuff, and cuff inflated/deflated with no issues. Emg tube was connected to the nim system for electrode check and functional test, and passed electrode check and functional test (even after the tube manipulation, again passed electrode check and functional test). There were no issues found with the returned emg tube. In the returned condition, there was no out of specification condition that was related to the complaint. H6: fdm b17, fdr c20, and fdc d16 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.